Manufacturer narrative:
The bacterial peritonitis was manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was due to a break in aseptic technique (no further detail). On the same day as onset, the patient was hospitalized for four days and began treatment for the peritonitis with vancomycin (2grams, as per levels, route not reported) for twenty nine days. On an unreported date the patient was treated for the event with augmentin (dose, route and frequency not reported). On an unreported date the patient was re-trained in aseptic technique. At the time of this report the patient was recovering from peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, and outcome of the peritonitis were not reported. It was reported the patient will be at the hospital at the time of the report, however, no further detail was provided regarding whether the patient was admitted to the hospital or if pd therapy was ongoing. No additional information is available.